Event description:
On 04/18/2022, it was reported by a distributor via sems that a ar-8963-01 depth guide is continuously measuring incorrectly. This occurred on (B)(6) 2022 during an unknown case when every screw was long. The case was completed using a non arthrex device. There was no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to wear and tear.